Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that, one day after the patient's pacemaker was replaced, the patient experienced a seven second pause, arrhythmia, heart block and "blanking out". It was also reported that the right ventricular (rv) lead exhibited suspected oversensing and pacing failure, and sleeve damage. The rv lead was reprogrammed and remains in use. No further patient complications have been reported as a result of this event.